Manufacturer narrative:
Part number and lot number provided in complaint do not match product returned by customer. Lot number and mfg. /exp. Dates are unknown.

Event description:
Per complaint (B)(4), a patient developed peri-implantitis and presented symptoms of pain, discomfort, bone loss and gum tissue recession. The implant was extracted.